Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer found the pump giving very loud noise of crack, deficient pump and impossible to dispatch insulin and no insulin was dispatched during priming. The customer reported no adverse event. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-2007d.

Manufacturer narrative:
In according in to our protocol analysis, extracted 15 ml of rinse buffer and approximately 2 ml of air. Filled pump with 17 ml of rinse buffer and commanded 15 u bolus. Reason for complaint was confirmed, the pump made loud clicking sound and did not deliver fluid. Sent pump to r&d for further analysis. R&d technician emptied and refilled pump while looking for air. No air observed. Repeated several large bolus commands. Observed loud click and no fluid or air movement. Performed pull-through procedure as described in IFU. Pull though places fluid in a syringe at reservoir inlet and a vacuum syringe with some fluid at the outlet. Delivery commanded but still no fluid movement. Repeated pull through with 2 ml of air in the syringe at reservoir inlet. Commanded delivery and applied gentle pressure to inlet syringe. Volume of loud click became lower, and some fluid and air movement were observed. Pulled approximately 3 ml of fluid and some traces of air. Emptied pump, refilled with 17 ml of fluid then extracted approximately 2 ml of fluid from the reservoir to set reservoir pressure as described in IFU. Commanded delivery which appeared normal. Measured stroke volume of 0.52 l. This is within specification of pump labeled stroke volume of 0.53 l. Reason for presence of air and difficulty to remove air could not be established. There was no catheter or shipping tube on the pump outlet when received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.